Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer observed a sample ID mismatch on the cell-dyn sapphire analyzer. A patient sample with ID (B)(6) was tested and results were reported to the medical provider. Results for this sample were correct. A different patient sample with ID (B)(6) was later tested. Results for this sample were correct. The operator decided to rerun the sample for a cd61 result based on the optical platelet result. When sample ID (B)(6) was retested, the barcode label was not read and patient information from the previous sample ((B)(6)) was incorrectly assigned. No adverse impact to patient management was reported.